Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.4, reference: 1.9, mean: 2.15, confidence-limits: 1.4-3.1. Tests were done on the same day, but did not specify time interval. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: 1st-inr=0.9, 2nd-inr=1.4, 3rd-inr=0.9. Per tsr, time of testing among inratio meters is not indicated and customer utilized transfer pipettes. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. On (B)(4) 2009 biosite received meter (B)(4).

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 2.4, lab-inr: 1.9. Caller alleged discrepant results (precision). 1st inr=0.9, 2nd inr=1.4, 3rd inr=0.9.